Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on the electronic stack. Upon visual inspection the unit had moisture damage on the motor. Unable to perform self test, error test, displacement test, rewind, basic occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
Customer reported via phone call, the insulin pump was exposed moisture and now its not turning on. Customer blood glucose was not provided. The device was exposed to fluids as it started to rain really hard. The insulin pump was not dropped and has no physical damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The insulin pump was returned for analysis.